Event description:
It was reported that the touchscreen became cracked. The customer was unsure of how the touchscreen became cracked, but stated it may have been due bumping into something. Reportedly, the pump was still functional. There was no impact to the customer's blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.